Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. There was blood on a defibrillation conductor and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted that the superior vena cava (svc) coil of the right ventricular (rv) lead was damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.